Event description:
The manufacturer received information that an end user alleged "hydrocarbon poisoning" due to "toxic fumes" being emitted when a humidifier associated with a continuous positive airway (CPAP) pressure device was operating without water in the chamber. The end user also reported that the filter to the device was dirty, which contributed to the "hydrocarbon poisoning". The end user stated he had forgotten the filter was there, and had not cleaned it. Although the end user visited the emergency room three times for his complaint, he was not admitted to the hospital. There was no report of serious or permanent injury, and no medical intervention was required for inhalation of "toxic fumes". The end user reported using two different remstar auto m devices, and did not provide any serial numbers for the devices or associated humidifiers. The time frame of the end user's illness is reported as "sometime before (B)(6) 2013 and (B)(6) 2014. The "hydrocarbon poisoning" appears to be a self-diagnosis by the end user. The manufacturer has requested additional information and the return of all devices for evaluation. A follow up report will be filed upon completion of the manufacturer's investigation.

Event description:
The manufacturer has made numerous attempts to gather additional information. To date, no further information has been provided, and no device has returned for evaluation. The end user's allegation of "hydrocarbon poisoning" as a result of operating a humidifier without water in its chamber can not be confirmed. Based on available information, the manufacturer concludes no further action is required.